Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: black box shows no evidence of a "no power" event. No battery cap was returned. All testing performed with a test battery cap. Pump powers with a test battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and from thread area to case seal. The battery compartment threads damaged. A crack was observed in "u" groove area. Cover crack observed between corner of display lens and case seal. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.